Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. (B)(6). Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Information was received based on the review of the journal article, "refixation techniques and approaches for distal biceps tendon ruptures: a systematic review of clinical studies." The purpose of the study was to systematically review the available literature on approach and fixation methods for distal biceps tendon repair in a clinical setting and to determine the optimal fixation methods of the distal biceps tendon on the radial tuberosity. In the article, there were 357 documented complications, of which 147 were neurologic disorders. The other complications consisted of heterotopic ossification, neurapraxias of the labcn and heterotopic ossifications. In conclusion, there were significantly fewer complications after the double-incision approach with bone tunnel fixation.

Manufacturer narrative:
(B)(4). This report is being submitted late as it has been identified in remediation. This follow-up report is being submitted to relay additional information. The following sections were updated: added additional information, added brand name, added health professional, added additional manufacturer narrative. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) and complaint history review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This report addresses complications of heterotopic ossification. There has been no further information provided and the patient outcome is unknown.